Event description:
Customer called to report that she ran out of insulin at work. The customer gave herself a bolus but the insulin pump did not give her the entire bolus. Blood glucose reading was 431 mg/dl. Troubleshooting was performed. Advised customer to treat with back-up plan. The customer stated that the reservoir was empty. Advised to change the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).